Event description:
It was reported that prior to a shoulder procedure using a quantum 2 controller, the display screen began to malfunction. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.